Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_ext, product type: extension.

Event description:
A health care provider (hcp) reported via a manufacturer representative that there was an issue with the extension and low impedances were measured. Impedances were measured to be between 35 and 356 ohms on all bipolar electrode pairs at a follow up appointment after the implantable neurostimulator (ins) was replaced on (B)(6) 2017. Unipolar impedances were within normal limits. The ins was programmed to 1+, 2- at 3.5v, 240 usec, and 130 hz. The extension was found to be twisted. The cause of the event was unknown. A revision surgery was done. The issue was not resolved. No further patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the cause of the low impedances was not determined. It was unknown if the patient experienced any symptoms or any falls or trauma. The low impedances were measured after the patient's previous implantable neurostimulator (ins) was replaced due to normal battery depletion. The issue was resolved after replacing the extension and the patient was now doing fine.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2017 product type lead product ID neu_unknown_ext lot# unknown implanted: explanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported that therapy was not being delivered and the patient's obsessions returned. The patient did not experience any falls or trauma. The cause of the low impedance was the extension being broken and the lead being frayed. The hcp thought the extension and lead damage may have been caused by a change in patient weight and the patient manipulating the components. A revision was done on (B)(6) 2017. During the revision, the extension and lead were replaced and the implantable neurostimulator (ins) pocket size was reduced. The patient was not fully recovered, but they were getting better.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the cause of the low impedances was not determined. It was unknown if the patient experienced any symptoms or any falls or trauma. The low impedances were measured after the patient's previous implantable neurostimulator (ins) was replaced due to normal battery depletion. The issue was resolved after replacing the extension and the patient was not doing fine.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 3708660 lot# nkn142133v serial# implanted: explanted: (B)(6) 2017 product type extension product ID neu_unknown_lead lot# unknown serial# implanted: explanted: (B)(6) 2017 product type lead analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the extension found the outer insulation of the extension body to be twisted. The outer insulation was twisted in s everal locations, but the extension was electrically okay. If information is provided in the future, a supplemental report will be issued.